Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: returned device consisted of a guidezilla device with blood on the device. Microscopic inspection revealed damage to the tip. Microscopic examination and tactile inspection found no irregularities or defects. Microscopic examination revealed a partial separation at the collar/shaft area. The inner diameter (ID) of the guidezilla was measured at the collar/shaft. A .057¿ tooling qualified mandrel was inserted, meeting specifications. The interventional device used in the procedure was not returned with the complaint device. A promus element plus unit was inserted in the collar of the device with success; however, due to the separation of the shaft, complete functional testing could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 27may2016. It was reported that resistance in the lumen occurred. During a procedure, a 145, 5-in-6 guidezilla extension guide catheter was used to deliver a balloon catheter. However, during insertion of the balloon, a very strong resistance was encountered. The physician stopped using the guidezilla&#11168;the procedure was completed with a different device. No patient complications reported and the patient's status is good. However, device analysis revealed a partial separation at the collar/shaft area of the guidezilla.